Event description:
It was reported that before use when the unit powered on the cardiosave intra-aortic balloon pump (iabp) unit is alarming with error code 3 on the bottom main menu. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. 09.20.24: customer reported cardiosave unit alerting with "error code 3". When the unit powered on it immediately alarms and shows error code 3 on the bottom main menu. Upon inspection of logs confirmed via system diagnostics of error code 3. No signs of saline contamination or blood. Will return with recommended parts. 10.02.24: upon return visit units executive processor board was replaced as recommended via service manual for error code 3. Unit was still alarming an unable to complete a autofill. Upon further inspection unit¿s compressor is unresponsive to any command or test. Pneumatic module unable to recognize plug. Fse plan for a return visit. 10.08.24: upon return units compressor was replaced. Unit no longer alarmed or showed error code 3 at main menu and compressor was audibly engaging. Unit passed compressor test. However, unit was still unable to complete an autofill. Confirmed pneumatic module still didn't recognize when a plug or catheter was inserted. Proceeded to replace pneumatic module and device became functional. Device was able complete a autofill and ran successfully for 1hr via trainer. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: pneumatic module and executive processor board parts were received with a reported failure of an alarming error code 3 with the unit unable to autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn pneumatic module in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed part executive processor board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported failure of the electrical test failure code 3. Part also fails to autofill. This revision is obsolete and no longer able to be tested by a supplier. Root cause is impossible to define. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Ar.

Event description:
It was reported that when the unit powered on, the cardiosave intra-aortic balloon pump (iabp) unit is alarming with error code 3 on the bottom main menu. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.